Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and required more force and multiple presses to activate the screen. During troubleshooting with tandem technical support, customer applied more force and was able to activate screen. There was no reported impact to customer¿s blood glucose level.